Manufacturer narrative:
.Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 02.111.730. Lot: 2l32612. Manufacturing site: raron. Release to warehouse date: 26. Nov. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, distal radius osteosynthesis surgery was performed with the placement of distal radio plate. It was fixed by placing a locking screw in the lateral distal hole of the plate which did not allow the locking. The procedure was completed without complication. This report is for one (1) 2.4mm va-lcp 2-clmn vlr dstl radius pl 7h hd/3h shaft/right. This is report 1 of 2 for (B)(4).